Event description:
Procedure type: vats. According to the reporter: the device has poor staple formation. A small amount of bleeding was reported on the staple line. The surgeon continued to use the handle and reload. Bleeding reported. The case was extended by more than 45 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).